Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the reported tear, rip, or hole in the device packaging was unable to be determined. In this case, it is possible that the packaging was inadvertently or prematurely unpackaged while in storage, causing the seal to remain open; however, this could not be confirmed and neither the device nor the packaging was returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the dragonfly optis imaging catheter device was selected off the shelf, the outer packaging was sealed; however, the inner packaging was already opened. It was noted that the inner package lining (the seal) was partly torn back and opened. The device was not used in the patient and the procedure continued with an unspecified device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.